Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet system, believed insulin delivery was insufficient, and later confirmed that a meal had been announced and the correction algorithm was increasing dosing as glucose continued to rise before subsequently trending down; hyperglycemia was recorded with a reported peak of 352 mg/dl and duration outside range of approximately 1 hour 30 minutes. Symptoms included hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included review of device-reported data and user troubleshooting and education regarding infusion site and tubing checks and potential site replacement. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia, with possible infusion site or delivery issue not verified. It was concluded that the event was consistent with hyperglycemia of unclear cause with device algorithm correction observed and user glucose subsequently decreasing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.